Event description:
It was reported that the right ventricular (rv) lead thresholds and impedance have been increasing over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the lead was returned with severe explant damage. Analysis revealed that the outer insulation of the lead de veloped a breach due to a depression while in vivo and was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.